Manufacturer narrative:
Replacement of the flow meter assembly was recommended. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, anesthetic agent output was noted to be higher than expected. There was no reported patient injury.